Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the blood tubing was backing up at the y site and the roller was not preventing this back up could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 gem nv bld 1ss dehp free experienced blood backflow during infusion, flow issues, and loose tubing clamps. The following information was provided by the initial reporter: material #: 2477-0007, batch/ lot #: unknown. The blood tubing was backing up at the y site and the hand clamp (roller), was not preventing this back up. The rn had to take her hemostats and place them on the y leading to the saline bag. It happened twice today.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem nv bld 1ss dehp free experienced blood backflow during infusion, flow issues, and loose tubing clamps. The following information was provided by the initial reporter: material #: 2477-0007 batch/ lot #: unknown. The blood tubing was backing up at the y site and the hand clamp (roller), was not preventing this back up. The rn had to take her hemostats and place them on the y leading to the saline bag. It happened twice today.